Event description:
It was reported that the patient underwent a full explant due to infection. The explanted products have not been received to date. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.

Event description:
It was reported that the explanted devices were discarded. No other relevant information has been received to date.